Event description:
According to the rptr, the facility rec'd 39 new infusion pumps from the MFR. As soon as the facility had the pumps, they began to experience problems with the battery life indicator on the front of the pump. The rptr describes the indicator as a "gradient." According to the rptr, the pump fails to provide the low battery alarm at the proper interval. The pump activates the low battery alarm when only 5 mins or less of power remain. The facility contacted the MFR and the MFR determined a software problem existed. The MFR was to correct the problem and then replace the pumps. Approx 8 weeks ago, the pumps were replaced. According to the rptr the software problem has evidently not been corrected since the same problem continues. The facility has been informed by the MFR to keep the pumps plugged in at all times until the problem is corrected. This solution is inconvenient at best especially since the correction will not take place until later this yr. The rptr also states the expected battery life on a full charge is 5 hrs. The pumps currently in use are providng 3 hrs of battery life on a full charge.